Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a ten minute time frame on the precision qid blood glucose meter. The results when plotted on the parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with thie event.